Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the device performed as designed. The reported condition could not be dupicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a revision hip surgical procedure the hand piece device "stopped working". The planned surgical procedure was delayed ten minutes to get the product back working. There was no spare device available. The surgical procedure continued with the same device and was successfully completed. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.